Manufacturer narrative:
Reported device is not marketed in the u. S., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics w/a medical device registered w/in the u.s. Are. Manufacturing site evaluation: samples received: (B)(4) unopened pouches and (B)(4) needle. Analysis & results: there is (B)(4) previous complaint of this code batch. There are (B)(4) units in stock. Received (B)(4) closed samples and one needle. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process & the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(4). The needle is detached from the thread.